Event description:
It was reported that the patient experienced syncope. The right ventricular (rv) lead exhibited undersensing, variable r-waves, non- sustained ventricular tachycardia, and high rate non-sustained (hrns) episodes. In addition, the right atrial (ra) lead exhibited undersensing and possible loss of capture. The leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.